Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's mother reported unknown side rupture. Device remains implanted. This is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, d1, d2a, d2b, d3, d4, d6a, d6b, g1, g2, g4, h4, h6.

Event description:
Later, healthcare professional reported no complaint against the device. Device was explanted and replaced. Additionally, the device associated with this reported event is not PMA approved. This report is no longer considered reportable to the FDA.